Event description:
A patient underwent dilatation & curettage (d&c), hysteroscopy, hysteroscopic myomectomy, laparoscopy with left salpingo-oophorectomy (lso) and pelvic washings. During the laparoscopy, a tiny piece of the trocar was missing. Unsure if piece was missing prior to use. Abdominal x-ray obtained post procedure and was clear of any foreign object.